Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on thursday (B)(6), noon. Customer¿s blood glucose was reported to be 598mg/dl. Customer reported the symptoms related to their high blood glucose as nausea, thirst, tired not feeling good at all. Customer¿s blood glucose value at time of incident was over 600 mg/dl and current blood glucose value was 71 mg/dl. Blood glucose value when admitted to hospital was 598mg/dl the first time and 434mg/dl on friday. Customer has treated with pump first then needles. The customer was wearing the insulin pump during the hospitalization. Customer was assisted with performing the high pressure test and pump alarmed in approximately 2.45 units. The insulin pump will not be returned for analysis.